Manufacturer narrative:
(B)(4) the intraocular lens was not returned to the manufacturing site; therefore product testing could not be performed and the reported burr could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. All products are subject to cosmetic inspection prior to optical testing. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a capsule tear while inserting an intraocular lens (iol). The surgeon cut and removed the iol from the patient's eye, and replaced it with a non-amo lens. No incision enlargement or vitrectomy was performed. Afterwards, the surgeon examined the removed lens under high power magnification, and found that there was a burr at the junction of the optic and the haptic. The surgeon believes that the burr had caused the capsule tear while inserting the lens. No further information provided.